Event description:
A director reported that following bilateral intraocular lens (iol) implant procedures, a patient developed a retinal detachment, glaucoma and "vision loss". The patient was referred to a surgeon and additional procedures were preformed. It was reported that the patient had diabetic retinopathy prior to the iol implant procedures. There are two medical device reports associated with this event. This report is for the right eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).